Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level was below 40 mg/dl while wearing the pod for an unknown duration. The patient stated the personal diabetes manager (pdm) shut off while in automated mode, while they were asleep. The patient reported the battery does not hold a charge at all; it is approximately 4 to 5 years old. The device takes 24 hours to charge to 100% and then the device will randomly turn off with 60 ¿ 70% battery life. The patient sought medical attention on (B)(6) 2026. The patient reported they fell asleep and woke up in the hospital. It was not reported how the patient was transported to the hospital. The patient was diagnosed with low blood glucose, and they were treated with glucogen tablets and food after 12 hours. The patient was monitored for 12 hours prior to release. The patient was discharged on (B)(6) 2026.